Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry due to telemetry lockout. Over-sensing was also noted. Bluetooth telemetry was restored via reinterrogation in clinic. No further intervention was performed. There were no patient consequences.